Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test and unable to prime during prime test due to loose drive support disk. The insulin pump had missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out. The blood glucose reading was 189mg/dl. Troubleshooting was performed. The customer stated that the device alarmed, and the drive support cap was loose. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.